Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that no removal surgery was scheduled. The patient was scheduled to be seen for programming on (B)(6) 2020, but it was rescheduled due to a medical issue. The patient was rescheduled for a programming appointment on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator was not working in (B)(6) 2019, so they met with a rep who got it working again. The patient was referring to the ins being overdischarged and a rep jump started it. The patient added that the last couple of months her toes have been numb. The hcp told the patient to monitor the symptoms and call the manufacturer if the issue got worse. She also started feeling little electric shocks every once in a while down her arms, legs, and body. The patient would see a blood vein mark like her blood vessel broke. Now, every time the patient laid down her right leg goes numb like novocain from her knee down and it would go away after she got a and moved. The stimulation was turned off, but when she laid down she felt stim turn on and the ins showed on when it was checked. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient believes the stimulator is causing her to feel shocking sensation all over her body from neck to toes. The stimulator is currently off and has been off for approximately 6 months. Patient reports she has felt the shocking sensations for approximately 8 months. Patient also reported that she lost all her stimulator equipment in a house fire approximately 6 months ago. She was then homeless for 5 months. Patient also reported that she has sought treatment for shocking pain and that various medications have been tried with no success. No troubleshooting of device was done as battery is in overdischarged state. Patient wishes to have system removed. The planned surgery is not scheduled yet. No further complications were reported or anticipated.